Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the 60 minute activation countdown was continuously being displayed on first day of wear of the adc freestyle libre sensor. The customer was unable to monitor his blood glucose levels, and subsequently experienced symptoms described as sweating and immobilization. The customer was treated with pineapple juice, sugar, and glucogen injection by his wife. There was no report of death or permanent injury associated with this event.